Manufacturer narrative:
Continued e1 (phone number): (B)(6). A review of the device history record has been completed. No deviations or non-conformances noted. Visual analysis of the photographs identified: capsular contracture: unable to observe as it is not related to the manufacturing process. Rupture: observed rupture on the device but cannot perform an assessment of the opening as no microscopic analysis can be performed. No additional observations were carried out. No further actions are required as no manufacturing issues are observed. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: device rupture.

Event description:
Healthcare provider reported a left side rupture and capsular contracture baker grade I. Patient discovered the event during routine ultrasound done some months before. The healthcare provider noted that the internal silicone gel has come into contact with the patient. The device has been explanted and replaced with another manufacturers device.